Event description:
The customer reported via phone call that they were dispatched to emergency medical services and were hospitalized due to low blood glucose level on (B)(6) 2022. Customer¿s blood glucose level at the time of hospitalization was 26 mg/dl and customer's current blood glucose was 140 mg/dl. Customer did report any symptoms at the time of hospitalization as mental confusion. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The customer reported via phone call that they went to the emergency room for 4 hours due to a low blood glucose of 26 mg/dl on (B)(6) 2022 at 10:00am. User stated they had mental confusion. The user stated they had dropped the pump the day before. Blood glucose at the time of the call was 140 mg/dl. User was treated with carb intake at the hospital. User stated experiencing low blood glucose level since the day before. User stated "over delivery" for reason on why they alleged pump was over delivering. User stated pump programming was accurate. The customer stated they had worn the pump during a magnetic resonance imaging (MRI). Displacement test was performed and passed the test. The user stated no issues with the retainer ring. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On jan 07, 2022, the customer was hospitalized for low bg's. Customer alleging possible pump over delivery. The pump was worn during an MRI. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871nches. No over delivery anomaly, displacement anomaly or motor anomaly noted during testing. The motor was tested outside of the pump and passed. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. No unexpected motor related errors or alarms in the pump history noted. There was no bolus delivery listed in the formatted history file on 07-jan-2022. The pump passed the functional testing, including the displacement test and the dat test. Unable to confirm alleged low bg's and MRI. Customer alleged not confirmed for pump over delivery. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear on (B)(6) 2022 the customer was hospitalized for low blood glucose's. Customer alleging possible pump over delivery. The insulin pump was worn during an MRI. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871nches. No over delivery anomaly, displacement anomaly or motor anomaly noted during testing. The motor was tested outside of the insulin pump and passed. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. There was no bolus delivery listed in the formatted history file on 07-jan-2022. The insulin pump passed the functional testing, including the displacement test and the delivery accuracy test. Unable to confirm alleged low blood glucose's. No over delivery anomaly or displacement anomaly noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.